Event description:
Patient received 1st degree burns (mild sunburn-like appearance) to the right wrist, right humerus area (underarm) and the 2nd and 3rd digits of the right hand during an MRI study. Patient was sweating during testing. They were also making contact with the machine during some of the examination. Ge engineer examined the wrist coils of the machine and checked calibration. No problems were found applicable to the injury. Some metal shavings were found in the coil, but this was determined to not be applicable to the injury.